Manufacturer narrative:
The complaint device was returned to the manufacturer for physical evaluation. Blood residue was present within both ends of the dialyzer between the header end cap and the polyurethane cut surface. During the gross visual examination of the sample, multiple fibers were observed on the cavity ID end bell-housing to be sheared from approximately 50 degrees to 110 degrees and from 240 degrees to 300 degrees with the ports at 0 degrees on the cavity ID end. Witness marks were observed on the bell of the dialyzer housing in close proximity to the broken fibers. The witness marks present as if the housing was compressed inward toward the fiber bundle and a marking resulted at the point of compression. There were no other damage or irregularities noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported a dialyzer blood leak that occurred approximately halfway through the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. Blood was visually observed in the dialysate. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was unknown. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.